Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the thumb ring was detached from the handle. The thumb ring and handle show coincident marks that indicate proper assembly during manufacturing process. The evaluation concluded that the thumb ring could have received tensile and/or compressive force applied parallel to the length of the device during its handling. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Moreover, the thumb ring and handle show coincident marks that indicate proper assembly during manufacturing process. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when attempting to open the basket, the handle of the trapezoid¿ rx basket broke. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".